Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device had a "speaker issue". There was no report of an adverse event or patient harm.

Manufacturer narrative:
The report was submitted to obtain a new speaker to be used during a new installation at the customer site.